Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported leak in the hub. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. A review of the complaint handling database found one similar incident from this lot. Av conducted root cause analysis and determined the most probable cause is variability in the gluing process during manufacturing. Interim actions have been implemented and this issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the heavily calcified popliteal artery, the 5x40x90 mm armada 18 balloon dilatation catheter (bdc) was being inflated to 6-8 atmosphere (atm) when pressure dropped and a leak of liquid was observed from the shaft close to the hub of the device. The device was removed and a different armada bdc was successfully used to complete the procedure. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.